Event description:
Reporting status: serious injury/required intervention/hospitalization. Reporting rationale: difficult to position resulting in hospitalization and surgical intervention. Device issue: difficult to position. It was reported that an attempt was made to place the graftmaster; however, it was unable to feed with a 6fr guide catheter. Patient was sent to surgery. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the device was in working order and left abbott vascular instruments as per specifications. The device was not returned for investigation; therefore, no complaint route cause can be identified. It is reported that the complications that occurred were not related to the stent graft and that the patient did not experience adverse events. It is reported that the ease of handling of the stent graft device was excellent. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation.